Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and according to provided information, the issue was resolved by replacing the inspiratory pressure transducer printed circuit board (pcb). After the replacement, the device passed the pre-use check and was returned to customer in good working condition. The received device logs were evaluated. The reported internal leakage test could be confirmed and the test logs also shows failure of the gas supply test, pressure transducer test and the safety valve test. The internal logs shows that several clinical alarms were active during ventilation such as, respiratory rate: high, inspiratory flow overrange, expiratory minute volume: low, check tubing, respiratory rate: low, gas supply, pressures: low, apnea, peep low, o2 concentration: low, paw high and air supply pressure: low. Our conclusion is that the replaced inspiratory pressure transducer pcb was the cause of the failure. However, the root cause of why the part failed has not been established as it was kept by customer and not returned for investigation.